Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for the reported device could not be reviewed as the serial number was not provided. If the serial number is provided, a DHR review will be performed. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted in 2024 and sutured with two sutures. On (B)(6) 2025, the patient experienced discomfort in the neck. An x-ray was performed with the result of "right chest wall stimulator device and lead appears fragmented and discontinuous in the right supraclavicular region." The device was explanted.